Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted after a guidewire got stuck approximately 4cm at the distal end. The lead was removed and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 was used due to prolonged procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 was used due to prolonged procedure.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted after a guidewire got stuck approximately 4cm at the distal end. The lead was removed and replaced without incident. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted after a guidewire got stuck approximately 4cm at the distal end. The lead was removed and replaced without incident. No adverse patient effects were reported.